Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: carto system (model# unknown serial# unknown) manufacturer's ref. No: (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 171 patients with symptomatic, type I cti-dependent atrial flutter underwent radiofrequency catheter ablation. Among them, two patients developed respiratory hypersensitivity reactions (requiring therapeutic intervention) and therefore did not have a repeat dose of adenosine at 30 minutes. Additional information was obtained from the author. No hospitalization or an extended hospital stay was required. The author stated that the reported patient consequence was not related to procedure or bwi device. The event did result in the mild impairment of a body function, however, the patient was fully recovered with no residual effect. Title: ¿use of adenosine to shorten the post ablation waiting period for cavotricuspid isthmus-dependent atrial flutter.¿ the purpose of this study was to assess whether abolition of dormant conduction with adenosine immediately after cti ablation and bdb can predict the lack of cti conduction recovery during the following 30 minutes. Suspect device is an open-irrigated 3.5 mm tip celsius thermocool catheter, however catalog and lot number are unknown.